Event description:
Pt developed symptoms of swelling, induration and tenderness at injection site after collagen injection. Physician has treated symptoms with oral medrol dose pack and oral clarinex.